Manufacturer narrative:
The recipient reportedly took an antibiotic (type unknown) prior to repositioning surgery. The recipient's device was activated.

Event description:
The recipient reportedly experienced trauma at the implant site, followed by device migration. The recipient underwent repositioning surgery.

Manufacturer narrative:
(B)(4). The recipient reportedly experienced flap necrosis over implant site. The recipient was prescribed 80mg of tazocin (ticarcillin and tazobactam) intravenous (IV) every eight hours in perioperative periods, seven days before repositioning surgery. During revision surgery the recipient¿s site was irrigated with saline and gentamicin. Post repositioning surgery the recipient was prescribed, IV in perioperative periods for two days. The recipient was then prescribed 500mg of ceftazidime (fortum) and 250mg of metronidazole (flagyl) intravenously (IV) every eight hours for one week followed by 375mg of unasyn. Additionally, the recipient was also prescribed ampicilline and sulbactam every eight hours for one week. Advanced bionics considers the investigation into this reportable event as closed. The recipient¿s device has been activated. The recipient¿s device remains implanted. This is the final report.